Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 52 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as blurred vision. Troubleshooting was completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no reservoir alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Motor passed motor test. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.